Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and adjusted the min and max settings.a good known circuit was attached to the unit. Patient circuit and performance checks were done and all tests passed the required criteria.the unit meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator mean pressure dropped. At this time, the customer has not provided any information regarding patient involvement associated with the reported event.